Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00222.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).